Event description:
The user received a questionable troponin t result for one patient sample. The initial result was 0.086 ng/ml. As the site runs all troponin t testing in duplicate, the sample was repeated twice with the same result of <0.01 ng/ml each time. The sample was also repeated twice at a sister lab on an elecsys platform (exact analyzer was unknown) and the result was <0.01 ng/ml each time. The result of <0.01 ng/ml was reported to the physician. There was no adverse effect to the patient as the erroneous result was not reported outside the laboratory. The troponin t stat reagent lot number was 15887702. The user declined a service visit for this issue.

Event description:
A break in the retention dome during traction removal. The indwell time was 188 days. The dome portion has not been removed from the patient yet.

Manufacturer narrative:
A specific root cause was not identified. Assay performance checks were and were within specification. Calibration and quality controls performed prior to the event did not exhibit an issue. Based upon information provided, the customer is using a centrifugation time that is too short according to the sample tube manufacturer's recommendations. The customer changed from a 5 minute to a 7 minute centrifugation time at 1300 x g, however this is still too short. A time of 10-15 minutes is specified by the tube manufacturer. The discrepant result was not reported.